Event description:
Information received indicates the bed will not stay in the trendelenburg position.

Manufacturer narrative:
The technician found the trend gas springs were not locking, which allowed the bed to return to level. The technician replaced the trend gas springs to repair the bed.